Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had power error detected. Customer¿s blood glucose level was unknown at the time of incident. Customer was able to complete rewind. Customer stated that the notification light stopped flashing immediately. Power error alarm did not recur within a week of previous troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with power error due to j6 connector resistance issue. Unexpected battery power loss and failed battery test not found during testing. Device passed the displacement test, sleep current test, active current test and the self test.